Event description:
It was reported that the handpiece did not pass homing during calibration: a tapered handpiece tip that did not allow the long attachment to glide freely within the handpiece. As this happened during set-up, the patient was not involved at the time.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. It was reported that the handpiece would not pass homing. The initial visual/functional investigation found that: the reported issue was the result of a bent drill guide support. The support appeared to be ovular instead of circular. This was confirmed by trying to pass a long attachment through it. The long attachment would not pass the distal end of the drill guide support (from either side). DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established.